Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tube there was leakage. The following information was provided by the initial reporter. The customer stated: "the caps are coming off tubes causing blood to spill." There was no report of adverse patient impact or blood exposure.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 2132116. Medical device expiration date: 2023-05-31. Device manufacture date: 2022-05-12. Medical device lot #: 2109107. Medical device expiration date: 2023-04-30. Device manufacture date: 2022-04-19. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval: yes. D9: returned to manufacturer on: 2022-08-30. H.6. Investigation summary: material no. 367960. Batch no. 2132116, 2109107. Bd received 2 samples from lot 2109107, 1 sample from lot 2132116, from the customer in support of this complaint. A visual evaluation was conducted and revealed that there were no cocked stoppers identified that would cause the hemogard closure assembly to not be applied correctly. The samples were functionally tested with no issues of decapping being observed. Additionally, 10 retention tubes from the bd inventory from both lots were visually inspected and functionally tested and no issues related to cocked stoppers or decapping were observed. Bd was unable to confirm the customer¿s indicated failure mode with the samples that were received, and the defect was not observed in the retention sample testing. Bd was unable to determine a root cause for the reported failure. The quantity of blood drawn into evaluated tubes varies with altitude, ambient temperature, barometric pressure, tube age, venous pressure, and filling technique. The device history records for both lots were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparin (lh) blood collection tube there was leakage. The following information was provided by the initial reporter. The customer stated: "the caps are coming off tubes causing blood to spill." There was no report of adverse patient impact or blood exposure.